Event description:
The expected pump reservoir volume was about 5 mls; the actual volume was about 18 mls. A rotor study was negative. A dye study was done. Aspiration from the catheter was sluggish. The hcp was able to inject dye. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).